Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified pocket failures, ran diagnostic testing, and performed hardware test application testing, which completed successfully with a passing result. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer continued to fail. The customer attempted to replace the cubies and was able to recover them; however, the issue persisted, and a hard reboot was performed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.